Event description:
Event description guidant received information that during the mitral valve replacement procedure, this lead had dislodged, resulting in loss of capture and sensing capabilities. The lead had dislodged from it's original position and was hung-up on the tricuspid valve. During the same procedure, the lead was removed and successfully replaced with an epicardial lead.